Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and stimulation while sitting at the table. There was no known trauma or accident associated with this event. He was at home in good condition. Further info was requested.